Manufacturer narrative:
(B)(4). Date sent 7/15/2025. D4 batch #c9ea8l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, six (6) conforming clips were fed and formed; finally, the device locked out as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch c9ea8l number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ea8l, and no non-conformances were identified.

Event description:
It was reported that during a ventral hernia repair procedure the surgeon experienced bleeding and requested a small clip ¿ they brought him el5ml and it didn¿t work, so he asked to return it to us for testing. The doctor is on vacation and is not available to give us any more details at the moment. In a conversation with the nurse who attended the surgery, the nurse claims that it was a povh surgery with bleeding from a small blood vessel, the doctor requested a 5 clip and when they opened el5ml for him ¿ he tried to shoot a clip outside the body and the clip got stuck, according to her, the doctor said that our clips are not good and that they always get stuck and asked that they open a clip from another company for him. According to her, no harm was done to the patient and the surgery was not extended, as they immediately opened another clip for him. It should be noted that the doctor does not usually work with our clip and in recent years has not been trained on this clip. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.